Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was awaken by a no delivery alarm. She changed the infusion set but received another no delivery alarm followed by a motor error alarm during prime. Customer's blood glucose level was 450 mg/dl. She corrected her blood glucose level using a syringe. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery or motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump also passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratched display window, partially broken reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.